Event description:
It was reported that during a unknown procedure, broken screw. Not mentioned how case completed. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.